Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during the archive but not during the functional testing. The platform passed the functional testing and worked as intended. The root cause for ua 18 error was the customer tried to use the platform without a manikin, as a result of user error. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed . The archive data review showed multiple ua18 (max take-up revolution exceeded) advisory messages around the customer's reported event date, thus confirming the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without any fault or error. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The load cell characterization test confirmed both load cell modules were functioning within the specification. The zoll personnel retrained the customer.

Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua)18 (max take-up revolution exceeded) error message after the user pressed the continue button with no manikin on the platform. No patient involvement.